Manufacturer narrative:
This is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient complained of discomfort on left side immediately after treatment. During a follow-up phone call by the clinic the day after treatment, the patient reported strong numbness in fingertips. Very difficult to hold chopsticks. During follow-up visit 3 days post treatment, patient reported difficulty in raising arms, numbness. Diagnosed as peripheral neuropathy. Methycobal and neurotropin injection administered. Prescribed methycobal 3t/day, for 28 days. Followed patient for about one year; patient had some physical therapy and showed improvement in symptoms. Eventually patient went to different physician for treatment. Multiple attempts for further follow-up were unsuccessful.